Manufacturer narrative:
(B)(4). Batch # p55t44. Additional information requested and received: did the device deploy any staples? Yes did the device deliver a cut line? Yes was the cut line and staple line complete? Unknown the ec45a device was received clamped closed and articulated left. A green ecr45g was loaded in the channel and partially fired. The knife was advanced to the 45mm mark on the channel. A 12mm competitor trocar was on the shaft. A CT scan of the end effector revealed a clip jammed next to the knife. The clip prevented the knife from advancing further or retracting to the home position. No additional testing could be performed. The articulation joint had to be straightened by force to remove the foreign trocar. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an endoscopic low rectal surgery procedure, could not fire any farther after fired a little on the second firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.